Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal cuff and a limb extension. The physician identified a type 3a endoleak and the physician is planning to reline the initial implanted devices with a non-endologix gore stent. There have been no reports of the patient having a subsequent endovascular repair. The patient status has not been reported to endologix.

Manufacturer narrative:
At the completion of the clinical assessment based on the information available, clinical was able to confirm the following; endoleak iiia. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the reported loss of seal and implant separation was likely related to the infrarenal angulation of 74 degrees seen at 54 months post implant. Unable to be determined were user or procedure related issues and off label-or cautionary product use conditions that might have contributed to this event. Associated clinical harms for this event included: type iiia endoleak and secondary procedure of relining with a non-endologix graft. Patient status is unknown. The review of manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned therefore no device evaluation was completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).